Manufacturer narrative:
Field service engineer troubleshot the system and found the photo multiplier tube connector not seated all the way. This could have led to an intermittent loss of feedback resulting in low dosage, which if too low, the monitor would appear dark. Fse reseated the connection. Fse checked all other related connections on the image intensifier, sedecal generator and on the generator console. Fse was unable to duplicate any problems. Fse completed the dr system service checklist and returned the unit to full service.

Event description:
On (B)(6) 2011: customer reports fluoro failed during unknown procedure. Male patient was moved to another room. Procedure was completed without further incident. No patient injury.